Manufacturer narrative:
Section b1: type of report corrected. Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction could not be confirmed through this evaluation as no images were available and the device remains in use. The submitted log files appeared to show the system operating as intended at the set speed with no notable events or alarms captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
Driveline infection is reported under MFR #: 2916596-2025-01515.

Event description:
It was reported that the patient was doing well with no clinical issues, except for suppressive antibiotic treatment of a driveline tract infection. A few months ago, a contrast computerized tomography (CT) angio scan was performed and a degree of external outflow graft obstruction (eogo) was noticed, likely due to accumulation of biodebris. The patient appeared to be adequately decompressed at the current speed. However, an echo ramp study was performed and observed that at much higher speeds, and a degree of eogo was noticed. Log files were submitted for evaluation and there were no unusual events recorded in the log file event history. There did not appear to be any further eogo progression.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Correction: h6: health effect - impact code. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.